Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4): g7 shell: (B)(4). Report source: (B)(6). Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01567.

Event description:
It was reported that during a hip procedure, the shell and inserter could not be separated after the shell was implanted. A new instrument and cup were used to complete the surgery. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d9; g3; h2; h3; h4; h6. Complaint sample was returned and evaluated against the reported event. Visual inspection found impact marks on the strike plate and the shaft of the inserter. The shell does not show any visible damage. The devices could not be separated for further inspection. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. A summary of the investigation was requested and sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.